Event description:
The patient reported that an e10 (cartridge) error was displayed on the infusion device during the night. He confirmed and cleared the error and went back to sleep. When he woke up, his blood glucose was slightly elevated (value not provided). He stated that the piston rod is stuck and will not move. He changed the battery but the issue persisted. He injected insulin via pen to lower his blood glucose. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.